Manufacturer narrative:
Other applicable components are: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at 720mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that at the time of routine pump replacement on (B)(6) 2019, the catheter was found fractured in the pump pocket. The proximal portion of the catheter was replaced with a sutureless connector kit. No environmental, external, or patient factors were reported to have caused this issue. The daily dose was reduced from 720mcg/day to 150mcg/day. The patient was staying overnight. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.